Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used to complete an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, after the procedure was successfully completed, and the device removed from the patient, the nurse wanted to see how the tip of the device breaks when attached to an alliance handle. The device was loaded on to an alliance handle and an item was placed within the basket. The nurse closed the basket around the item but the basket tip did not detach despite her efforts. It could not be reported what was the item that was placed within the basket nor what size it was. There were no patient complications reported as a result of this event since no patient was involved with this testing. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted